Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause for the reported failure can be attributed to over-torquing the device while engaged with the screw. This complaint will be included in trending per wi-(B)(4).

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9625 hex driver is broken. This was discovered during an unspecified time with no patient harm.